Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Remaining battery life is currently 14%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Remaining battery life was recently at 14%. Currently it is at 10%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported.